Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. The pt's iliac arteries were reported to be moderate to severely tortuous with an unknown amount of calcification. It was reported that while attempting to deploy the stent graft the runners perforated the graft cover. During removal of the device the pt's iliac artery was dissected. A 28mm diameter x 16mm diameter x 13.5cm length aneurx stent graft with xpedient delivery system was successfully implanted to treat the aneurysm. The iliac artery dissection was covered with a 16mm diameter x 8.5cm length aneurx iliac stent graft. No add'l sequelae were reported and the pt is reported to be fine.